Event description:
The technician alleged the head of the stretcher will not raise or lower and is stuck in a raised position. No patient impact.

Manufacturer narrative:
The technician replaced the head panel gas spring to resolve the issue.